Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. It was further reported that when they opened the package with the cassette inside they discovered that one of the supply lines with a white clamp was torn. The home patient (hp) stated that they did not use an assisted device to open the package. They opened the package with their hands. The hp was not connected during the time of the event. When found, the patient replaced the set with a new one to continue the treatment. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information was available.